Event description:
During a non-clinical activity, the user reported that the clip broke. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Device not returned.